Event description:
It was reported that through remote transmission, ventricular lead noise was observed. The physician elected to extract and replace the lead. The patient suffered no adverse consequences from the event.

Manufacturer narrative:
External insulation abrasion was noted at 9.5-16.5 cm from connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.